Manufacturer narrative:
After further review of the event and product evaluation, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable.

Event description:
As reported, the doctor could not trigger the polyglcolic acid plug (pga) of a 6f exoseal vascular closure device. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation. Addendum: on product evaluation it was noted the deployment lever on the device was not pressed and the plug was partially released from the device.

Manufacturer narrative:
The event date is currently unknown. E1 initial reporter telephone number : (B)(4). A review of the manufacturing documentation associated with lot 18150739 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.